Event description:
It was reported via repair work order that the patient right side rail is broken and will not latch in place due to a broken top rail and latching spindle and the brakes are not holding due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.